Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that upon sensor removal due to sensor failure, sensor was no longer present. Pt believes that sensor wire may have broken under his skin. At the time of his call to dexcom technical support, pt reports feeling fine and not having any concerns.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, event in the absence of any evidence of physical harm or necessity for intervention.